Manufacturer narrative:
Results - the returned lead was visually examined under the microscope and found to be severely kinked with all wires broken approximately 10cm from the paddle. No functional testing was performed due to the broken wires in the lead segment. As there was no breach of the outer tubing of the lead, this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's ((B)(6)) scs system included a surgical lead. It was reported that the patient suddenly lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to replace the lead, and it was found that the device was fractured near the area of the anchor. Effective stimulation was recaptured for the patient following the replacement of the lead. The lot number and implant, manufacture and expiration dates for the lead are unknown.